Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump shut off unexpectedly while the pump was charging. There was no reported impact to customer's blood glucose level. The pump was connected to a power source to address the event.